Event description:
It was reported that a patient who had an initial right reverse total shoulder arthroplasty, underwent a revision procedure approximately 8 months post. The revision surgery identified impingement of the polyethylene liner secondary to glenoid notching. This impingement was determined to be the underlying cause identified during the procedure. There were no reported device breakages or surgical delays/prolongations. The patient was last known to be in stable condition following the event.